Event description:
It was reported that a deflation issue occurred. The 90% stenosed target lesion was located in the right coronary artery. A 4.0mm x 8mm quantum maverick balloon catheter was advanced for use and there was no retraction after the balloon was fully inflated. The procedure was completed and there were no patient complications reported. Patient was stable following the procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a deflation issue occurred. The 90% stenosed target lesion was located in the right coronary artery. A 4.0mm x 8mm quantum maverick balloon catheter was advanced for use and there was no retraction after the balloon was fully inflated. The procedure was completed and there were no patient complications reported. Patient was stable following the procedure. It was further reported that the balloon was inflated once prior to deflation failure and waited 2 seconds before pulling back the device in which the non-bsc guide catheter was used to slowly remove the stent.